Event description:
Customer reported receiving an errc 4 when a test strip was inserted in their freestyle flash blood glucose monitor. Additionally, the customer reported the unit of measure was able to be changed. These are indications that the memory overwrite malfunction has occurred. Customer also reported experiencing symptoms of dizziness and stomach ache. Customer reported going to presbyterian hospital emergency room where she was diagnosed with severe hyperglycemia and customer was treated with liquid for rehydration.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.